Event description:
Hill-rom has received an allegation that reasonably suggests the vest model 105 may have contributed to cracked ribs; however, the pt claims that the likelihood of the injury would still be the case even without the vest, and the doctor has not confirmed the cracked ribs. The pt made no statement directing responsibility of injury to the vest. The pt is diagnosed with osteopenia and has a history of cracked ribs from coughing. No malfunction of the device was alleged. The pt doctor wanted to discontinue usage.

Manufacturer narrative:
Although, no malfunction of the device was alleged, hill-rom has attempted to contact the pt to have the unit returned for evaluation. After multiple attempts, hill-rom has not yet received the unit.